Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Several technical error 01 were found during device log review, which confirms the reported event. The reported device was received in (B)(6) and its investigation was performed by our local technical team. Nothing was noticed during external visual check. Functional tests were to be carried out but failed due to the triggering of technical error 01 (motor rotation issue) and pressure test failed during calibration. The reported event was reproduced. However internal check revealed a dented cpu board and a broken pumping motor bracket. Those damages are likely due to the device being hit or dropped. To our knowledge this complaint was not related to patient safety. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
Customer report the motor rotation is messed up; can't get past the installation set screen. Motor rotation error (code 01). More information is needed to fully investigate the issue.